Manufacturer narrative:
Additional information was received stating that the product was disposed of. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: non biosense webster, inc. - st. Jude medical brk-1 transseptal needle - g407212. Non biosense webster, inc. - st. Jude medical swartz sl0 - 407451. Carto 3 system , model #: m-4800-01, serial #: (B)(4). Smartablate pump. Smartablate generator, model #: m-4900-07, serial #: (B)(4). Webster coronary sinus catheter. Webster his catheter. Non-biosense webster, inc. - stryker acunav ultrasound catheter. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for accessory pathway supraventricular tachycardia (svt) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient reported chest pain and became hypotensive. Tamponade was confirmed via transesophageal echocardiogram (tee). Pericardiocentesis yielded 425 ml. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. It was noted that the adverse event occurred during transseptal phase, but was noted post-procedure. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle. Sheath used was a st. Jude medical swartz sl0. There was no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, or irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time maintained at less than 250 seconds. There was no information regarding shaft proximity interference value or catheter proximity. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.